Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial #: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial #: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 10-apr-2018, UDI #: (B)(4). Product ID: 977a275, serial/lot #: (B)(4), ubd: 09-jul-2018, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for no n-malignant pain. It was reported that the patient was experiencing a pulling, stinging, burning sensation at the lead site. The symptoms were present with stimulation on and off for the last few weeks. The patient went to the ER as a result and was referred to the managing hcp. The managing hcp gave them and injection and referred to the implanting hcp. The hcp did an exploratory procedure on (B)(6) 2019. The hcp removed some scar tissue and repositioned the paddle slightly. The hcp added a suture to anchor the lead, but they didn't add a manufacturer's anchor or any other components. The hcp found no infection or problem with the system. The fluoro showed the same positioning of the lead as it was at implant. The caller stated that the patient will continue to have stimulation off. They will attempt turning stim on at a post-op appointment, but that appointment is not scheduled yet. No further complications were reported.

Manufacturer narrative:
Product ID 977c265, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient info provided initially was incorrect. The patient information was corrected. The rep said that the patient had a weird pain associated with the lead site so the hcp did exploratory surgery. During surgery, it was found the lead had not migrated but it was a sensitive area. The physician repositioned the lead and removed scar tissue. The rep stated that the pain came on all of sudden. The rep had not yet received a post-op appointment date, but when they get it a rep will be there to see if procedure was successful. No further complications were reported.